Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause may be related to differing technologies between different testing methods.

Event description:
The customer complained of erroneous results for one patient sample tested for cancer antigen 125 (ca 125 ii). The erroneous result was reported outside of the laboratory. The initial ca 125 ii result was 59 u/ml. The sample was sent to an external laboratory where the result from an advia instrument was 40 (unit of measure not provided) and the result from a vitros eci instrument was 39.8 (unit of measure not provided). No adverse event occurred. The ca 125 ii reagent lot number was 18180201 with an expiration date of 03/30/2016. Calibration and quality controls were within the appropriate range.

Manufacturer narrative:
This event occurred in (B)(6).